Manufacturer narrative:
Concomitant products: product ID: 306001, lot#: unknown, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2021. It was reported that the patient's daughter had seen blood on the bandage. There were no device issues nor further patient complications reported at this time.  Three days later, when asked for their perception of relief with the therapy, the patient noted they had fallen a couple of nights ago and messed up their leg. They had to drag it across the floor and use a walker to get around; it was very difficult to make it to the bathroom in time. Additional information was received from a manufacturer representative (rep). The rep reported that during the implantation of permanent device, the patient verbalized that during the basic evaluation their dressing itched very badly and they scratched it until a partial corner of their dressing became loose and they scratched it so hard part of the lead sheared. Upon implantation of the permanent device and lead, a partial temporary lead was removed during the procedure. It was noted the patient was not experiencing any device related issues and denied symptoms related to previously implanted device or temporary lead. They did verbalize a fall, but could not recall the time frame in which it had occurred. It was noted the temporary evaluation leads had been pulled on (B)(6) 2021 and the remnant temporary lead was removed on (B)(6) 2021. It was reported the issue was resolved.